Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose with diabetes ketoacidosis. The blood glucose at the time of the incident was 315 mg/dl. Based on customer report customer does not allege pump was under delivering. The high blood glucose was treated with insulin drip in the hospital. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).